Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer's insulin pump had critical pump error. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Troubleshooting was performed and customer reported that they received the open book image on the pump screen. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the unit¿s interior, there are traces of corrosion on electrical board particularly around the force sensor connector. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails has rubbed off and become illegible, and the middle (enter) keypad button is cracked.